Event description:
Event description boston scientific received information that during the device replacement procedure, this pacemaker did not deliver therapy after the device was placed in the pocket. The patient experienced syncope that required CPR. The device was removed, replaced with another manufacturer's product, and returned for analysis.